Event description:
The product was used during an unspecified veterinarian procedure. Reportedly, the suture broke.

Manufacturer narrative:
7/9/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed as visual examination of the suture returned revealed that the suture was intact and was not broken.